Event description:
It was reported that a patient underwent a total knee replacement procedure in 2025 and barbed suture was used. During the procedure, it was reported to the dl per account the needle keeps disengaging from the suture. It happened multiple time within this box during the procedure. No adverse impact patient/user. No product returning. It was mentioned that this has happened more than once but an exact number of events was not provided. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
(B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Two open boxes with a total of sixteen unopened samples were received for analysis. Product code sxpp2b405. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as pull off - suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: 1.) When was the needle keeps disengaging from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During the use on the patient. Reports by cst and md was that the needle would ¿pop off¿ of the suture when the md pulled mild tension after his pass through the tissue. 2.) How many devices demonstrated the alleged deficiency during the same procedure? It was reported to me that at least 3 suture packets experienced this issue during the referenced procedure. 3.) Did the event occur during one or multiple patient procedures? It was reported to me that this occurred in multiple procedures. At least two, with a potential for a third, but was unclear. 4.) What is the total number of procedures? It was reported to me that this occurred in 2-3 procedures. 5.) What is the total products that demonstrated the alleged deficiency during each procedure? It was reported to me that there were 2+ suture packets that experienced this issues across 2-3 procedures. 6.) Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not to my knowledge, no. 7.) Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided product has been returned via shipping materials that were provided to me